Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 600 mg/dl. The cause of the high bg was unknown. A manual insulin injection was administered to address bg level. Tandem technical support (cts) performed a pump system check and verified the pump functioned as intended. Reportedly, bg level lowered to 350 mg/dl. Multiple follow up attempts were made by cts to obtain additional information, however, the customer did not respond.

Manufacturer narrative:
Device not returned.